Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 6.0, 3.0, 1.6, lab: 1.9. Time elapsed between each method of testing is thirty mins. Pt's therapeutic range is not specified.

Manufacturer narrative:
Investigation pending.